Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, off no power and unexpected restart error test. The insulin pump was monitored and no error alarms, check setting alarm, bad battery alarm and no unexpected low battery alarm was noted. The insulin pump had an error alarm in the history file for corrupted data. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer stated the insulin pump reset in the middle of the night. Customer stated the alarms received are reset alarm, check settings alarm, low battery alarm several times, a21, a17 and a47. Customer stated the alarms occurred during normal use. The blood glucose reading was 132mg/dl. No additional information provided.